Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was alarmed door not fully latched. It was also reported that there was no pt involvement.